Event description:
It was reported that the attachment was not working and could not attach prior to use. It was reported that there was no patient involvement.

Manufacturer narrative:
H3: product analysis :evaluation determined that the attachment not working issue was confirmed and not possible to insert a bur, due to seized distal bearings. It was also noted that leg is scratched, laser markings are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.